Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a fall due to a dog attack, and the ins had moved slightly lower. They also reported having difficulty with recharging, initially they got passive recharge but then the recharge screen came up. It showed excellent quality until the patient leaned back, when the quality went to poor or the connection was lost; they had difficulty finding a good location that will charge. They had a difficult time with recharge connection. After cleaning the recharge cable and trying to reconnect, there was not much success. The rtm and the controller looked fine. The rtm was possibly frayed. It was determined the recharger antenna (rtm) was bad, and thus a replacement was sent to the patient. No further complications were reported or anticipated. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), reported the customer was unwilling to share the patient¿s weight at the time of the event. No further complications were anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the information was confirmed with the account. The patient was sent a new recharger antenna which helped with keeping communication with the ins for recharging purposes. There was no surgical intervention scheduled for the ins slightly moving in pocket. It was reported that "you really can't tell visually that the ins moved during the fall". The patient was able to recharge their ins after receiving the replacement recharger antenna. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.